Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple incidents of elevated blood glucose (bg) levels range (200-above 300 mg/dl) the customer would take manual injections to stabilize bg levels. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider (hcp) to discuss factors that may affect bg level. The customer stated to be in contact with hcp and reviewing pump settings.